Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. The exact condition of the component is unknown as it remains implanted and therefore, was not returned for review. This device is used for treatment. A complaint history search and compatibility assessment could not be performed as the part and lot numbers are unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.